Manufacturer narrative:
The controller ((B)(4)) was not returned for evaluation. The root cause for the reported "electrical fault" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use (ifu00001, rev. 21 & ifu00199, rev. 04): provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller. Note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - (B)(4) - expiration date: 10/31/2015 - device manufacture date: 10/01/2014. (B)(4).

Event description:
A report was received that a patient began experiencing electrical faults on (B)(6) 2015. The site exchanged the patient's controller and contacted the manufacturer's representative. During the controller exchange, the site observed debris in the primary controller's driveline connector. It was noted during the procedure that the driveline had to be pulled back out of the driveline tunnel to reposition it. After a preliminary review of the controller logs and the reported event, the manufacturer's representative determined that the connection needed to be cleaned. The manufacturer's representative performed a connector cleaning procedure on (B)(6) 2015 with no reported patient consequence. No further electrical faults have been reported.